Event description:
Literature was reviewed regarding the impact of aortic atheromas on ischemic stroke in patients undergoing transcatheter aortic valve replacement (tavr). The study population consisted of 977 patients who underwent tavr with either a balloon-expandable (edwards) or self-expandable (medtronic or boston scientific) valve system. Following tavr, 43 patients experienced a periprocedural ischemic stroke within thirty days of the procedure. The authors wrote, ¿during the tavr procedure, when the valve delivery system passes through the aortic arch, debris from vulnerable aortic atheromas may dislodge, leading to ischemic stroke.¿ ultimately, the authors found that protruding and ulcerated aortic atheromas, particularly in the aortic arch, were independently associated with periprocedural ischemic stroke after tavr. No interventions or other adverse outcomes were recounted in the article.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: medtronic transcatheter delivery system, product ID: mdt-trans dcs, lot number(s): unknown. Citation: kikuchi s, trimaille a, carmona a, et al. Protruding and ulcerated aortic atheromas as predictors of periprocedural ischemic stroke post-transcatheter aortic valve replacement. Jacc asia. 2025;5(2):258-269. Doi:10.1016/j.jacasi.2024.10.020 earliest date of publication used for date of event. Medtronic tavr brands used in the study: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.